Manufacturer narrative:
In smdr mfg num 1119421-2021-00784, follow up 1, there was no new information in d6. The new information was in h6. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information received from patient stating that her vision was impaired, she had unexpected post-op visual problems and pain and that the disparities with her vision gave her headaches.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned cut into two pieces inside a self-seal pouch. Viscoelastic and a small amount of blood are observed. The lens appears clear, other than the surface solutions. The smaller portion was sent to the local particle lab. The larger portion was placed into a lens case and retained. Local particle lab: the lens was visually and microscopically examined. Microscopic examination showed an opaque residue approximately 3.5mm in length adhered to the lens. The opaque residue was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the opaque residues generated spectra to a library of spectra found the best match to be viscoelastic. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The root cause for the reported complaint could not be determined. If new information is provided the file will be reopened. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that after the initial intraocular lens (iol) implant procedure, he noticed film on the iol, deposits on the surface of the lens like glistening, and the patient complained of "blurry vision". This required the removal of the iol in a secondary surgery. There was no reported patient impact.